Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a female patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient reported that their pump was removed on (B)(6) 2009, due to a confirmed (B)(6) infection. The reported symptoms were listed as "none". Additional information has been requested regarding the diagnostics that were preformed related to the infection and the resolution of the infection, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.